Manufacturer narrative:
The actual device has been returned and evaluated. (B)(4) evaluated the device and the customer's complaint that this device was noisy could not be confirmed. A functional assessment was performed no unusual noise was present. Should additional information become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that a motor device was "noisy". It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure. A spare identical device was available for use. No patient harm, adverse outcome or injury was alleged. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.